Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 500 (mg/dl) and slight ketones for approximately 2 months. Reportedly, customer has not been monitoring their bg levels as frequently due to an issue with a non-tandem continuous glucose monitoring system. Customer administered insulin injections to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.